Manufacturer narrative:
The lot number was provided and a lot history review was performed. The sample was not returned for evaluation. The investigation is inconclusive for the alleged removal difficulty, malposition of device, detachment of device or device component, and a patient device interaction problem. The root cause could not be determined. The device was labeled for single use. (B)(4).

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model rf048f, vena cava filter, allegedly experienced removal difficulty, malposition of device, detachment of device or device component, and a patient device interaction problem. This information was received from a single source. This malfunction involved a (B)(6) year old patient with no consequences. The patient's weight and gender were not provided.